Event description:
It was reported that the lead exhibited loss of capture and had dislodged. The lead was repositioned on (B)(6) 2011. On (B)(6) 2011 the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.